Manufacturer narrative:
(B)(4). Investigation results: the returned lighttrail single use 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured 159.6 cm. The second piece measured 149.7 cm. The exposed glass measured 1 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. The light from the sma connector was bright and round, indicating no fracture within the fiber connector. When connected to the laser console, the following message was displayed "fiber may not be used anymore. Please connect new fiber." No other problems with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that the fiber was fractured along the length of its body and there was normal degradation of the exposed glass tip. Light from the sma connector was bright and round, indicating no fractures within the connector. Additionally, use with the laser console indicates the fiber had been previously used. Fibers are consumable and intended to degrade with use. Although the reported complaint was not confirmed, it was likely the observed degradation and fiber fractured contributed to difficulty using the fiber. It was likely that procedural handling of the fiber during set up and use contributed to the observed defects with the device. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on december 13, 2019 that a lighttrail single use 270um laser fiber was used in a flexible laser ureterolithotripsy procedure performed on (B)(6) 2019. Reportedly, the laser unit used was an auriga laser console with laser settings of 1200 millijoules and 4-8 hertz. During the procedure, the light of the laser fiber did not turn on and upon stepping down the foot pedal, there was no laser activation. The laser fiber was broken at the fixation site in the surgical field. The procedure was completed with another lighttrail single use 270um laser fiber. There were no adverse event or patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken.